Event description:
The facility reported an infusion pump with failure code 500. It was not specified if this failure occurred while infusing on a patient. No patient injury was associated with this report and no incident reports have been filed.

Manufacturer narrative:
Evaluation summary: the reported failure code 500 was confirmed during testing.